Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this patient underwent an aortic valve explant after an implant duration of six (6) years, six (6) months due to a combination of calcification, stenosis, regurgitation, and pannus. This was replaced with a 27 mm pericardial bioprosthesis. The patient was transferred out of the o.r. In satisfactory condition.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. Abnormal or severe pannus growth can eventually affect the function of the valve. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many factors contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance.